Manufacturer narrative:
(B)(4) there was no alleged malfunction against the device. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, for assistance with entering transmitter identification (ID) into receiver. Dexcom device was not in use at the time of the event, as patient was in the middle of programming transmitter (ID). During this phone call the patient became slow when responding to questions, and was unable to understand requests. Dexcom technical support representative contacted emergency medical technician's (emt). Second dexcom technical support representative took over telephone call. At this point, the patient was mumbling words, responses were delayed, and stated that he was confused several times. Patient reported that he went to the kitchen and ate peanut butter and drank orange juice straight from the bottle. Due to level of disorientation, patient was not able to perform a successful blood glucose (bg) finger stick. Patient continued to the kitchen and made a sandwich. Dexcom technical support representative noticed a difference in patient's demeanor after ingesting food and drink. Patient became more responsive and coherent. Patient was able to take a finger stick (bg) at this point. Patient reported bg level at 56mg/dl. Patient was able to communicate clearly. Patient repeated finger stick bg after 5 minutes. Patient reported bg level now at 67mg/dl. Patient reported to be doing just fine now. Shortly after second finger stick, emergency services arrived at patient's home. Patient reported to be doing fine and did not have any interventions performed by emergency services. Emt had patient sign declination of services. Patient was able continue call with dexcom technical support representative and successfully set up transmitter ID. At the time of contact, the patient reported current condition as good. No additional event or patient information is available.